Manufacturer narrative:
No product was returned for evaluation as it was discarded at user facility. Radiographs provided confirmed the alleged malfunction. Patient's post-op physical activity is unknown. Review of the reported information suggests post-operative excessive physical activity or implant selection, though the root cause cannot be determined. Patient is reportedly doing well post-op. No additional investigation can be completed. Labeling review: "...potential adverse events and complications potential adverse effects resulting from use of the coalesce thoracolumbar interbody fusion system include, but are not limited to, the following: loss of fixation in bone. Pain, discomfort and abnormal sensations due to presence of the implant. Adverse effects may necessitate re-operation, revision or removal surgery. Implant removal should be followed by adequate postoperative management..." "...warnings and precautions: correct selection of the coalesce thoracolumbar interbody fusion system implant components is extremely important. Carefully select the appropriate device size based on the needs of each individual patient..."

Event description:
On (B)(6) 2021 a patient underwent a spinal procedure. On (B)(6) 2021 the patient had a follow-up due to severe back/leg pain and radiographs revealed that a cage had migrated post-operatively. On (B)(6) 2021 a revision surgery was conducted to remove the cage. The patient is reportedly doing well post-op.